Event description:
The physician was attempting to use a sprinter legend rx balloon dilatation catheter for treatment of a sub total calcified lesion. The balloon was inflated at lesion site at 12 atms for 12 seconds. The physician then attempted to deflate the balloon but was unable to do so. The balloon was then reinflated and was pulled negative. The balloon still did not deflate. The inflation device was removed and a syringe was used to pull negative on the balloon. The balloon deflated slightly, and it was released from the lesion into the guide. The device was prepped before use with no issues noted. No clinical sequelae reported.

Manufacturer narrative:
(B)(4). Eval: results: (device not received for evaluation).